Event description:
An ocd lab specialist reported that a customer observed a false positive b-hcg result on one pt sample. The result was not reported to the physician. Retesting results and results obtained from an alternate method using the same sample confirmed that the sample was negative. A false positive b-hcg result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.